Event description:
It was reported by the affiliate during an unk procedure the staples of the ems would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of the investigation by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(12) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to why reported "staples of the ems would not deliver" during surgery occurred. Instrument was examined, was found to be functional, and was cycled and fired remaining 20 staples well formed. Experience surgeon reported could not be repeated during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.